Event description:
A malfunction alarm was reported with a code ¿malf 12¿ due to which the customer was unable to reset the pump. There was no adverse impact to the customer¿s blood glucose level. The customer stated they would call back once they were home and able to place the pump on the charging pad.